Event description:
During a laparoscopic hysterectomy the ez35b was used with evu35 cartridges. On one firing, the rep does not know which firing but it was not the first, the black firing trigger broke in tow. A loud cracking noise was heard and the trigger fell in pieces. No other details are available. A second ez35b was opened to complete the case. It worked properly. The rep is also returning 3 evu35 reloads. There was no consequence to the pt.